Event description:
It was reported that the system stored an untreated episode due to oversensing of large non-physiologic noise. An x-ray confirmed the electrode connection was fully inserted. Technical services reviewed and discussed some testing and programming options. The programmed vector was primary. The secondary sensing vector passed testing. Later, an invasive procedure found the electrode was fractured. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 31.6cm from the terminal pin, (in the notch area adjacent to the sense b electrode). Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing of large non-physiologic noise. An x-ray confirmed the electrode connection was fully inserted. Technical services reviewed and discussed some testing and programming options. The programmed vector was primary. The secondary sensing vector passed testing. Later, an invasive procedure found the electrode was fractured. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.